Event description:
During testing of the device at the service center, the service repair technician (srt) reported that the electronic patient gas system (epgs) flowmeter failed accuracy testing. It was reading 4.75 liters per minute (l/min) while the flow was set to 5.00 l/min which was outside of the specification. There was no patient involvement.

Manufacturer narrative:
Updated block: h6 the reported complaint was confirmed. Per supplier evaluation, the device was found to have scratches around the inlet port consistent with the diameter of face seal fitting which was indicative of metal on metal sealing with the fitting. The device was found to have values 3% higher than actual. The device was shipped with a system gain of 41.73 and when recalibrated decreased to 40.41. The higher system gain was evidence of a leak during the calibration process.the direct material root cause of the leak during the calibration was determined to be a fitting used in the test stand between the reference and the device that was missing an o-ring. The lower system gain during recalibration further confirmed this. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.